Event description:
Journal article reported: pt sought medical care for worsening back pain; a MRI showed degeneration of modic type ii at l4 - l5 disc, black disc degeneration at l5 - s1. The l4 - l5 disc was replaced with prodisc. Post op x-rays showed a discontinuity of the cortex of the l4 upper end plate, suggesting fracture; it was over looked. Pt discharged on the fourth day and was informed the back pain would be gone within a short period of time. Pt's back pain was continuous; pt sought care at another hospital. A CT scan on the seventh day showed a fracture line in the l4 body extending from the lower to upper endplate of the vertebral body. Pt returned to clinic and no further intervention was given. A follow up three month CT scan showed a healing process.

Manufacturer narrative:
Journal article: vertical split fracture of the vertebral body following total disc replacement using prodisc, report of two cases from spinal discord tech volume 18, number 5, october 2005: seungcheol lee, md, dae hyun maeng, md, and sang-ho lee, md, phd. Synthes is unable to provide PMA/510(k) and date of manufacture without a part/lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot numbers were provided.